Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was identified as having an exit block on their right ventricular (rv) lead after having a needle aspiration of their knee. The rv lead exhibited intermittent loss of capture as noted on the non-magnet electrogram. In addition, high rv threshold trending measurements and a slight decline in rv lead impedance were noted. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.